Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. No cp logs were made available, and no intervention has been scheduled at this time. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patients ipg displayed the message ¿replace generator. The generator has reached its end of service.¿. The battery is no longer providing stimulation. The next course of action is undetermined at this time.